Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the battery and tightened power cord retainer clip. The ventilator passed all testing per manufacturing specification and was returned to the customer. Ventilator logs indicated that there was a loss of ventilation. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient in the cauterization lab, a 980 ventilator generated a ¿internal battery malfunction¿ alert. Upon completion of the procedure, while preparing the patient to transport to cicu, the ventilator ¿powered off (no alarms, the vent screen went black and no power to the unit)¿. The ventilator was not unplugged. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Additionally it was reported that ¿within about 15-20 seconds, without any intervention from anyone, the vent powered back on and went through it's regular start up when turned on¿.

Manufacturer narrative:
Additional codes added to section h6 device codes and evaluation code - conclusion. H3 device evaluation summary updated: service personnel (sp) inspected the ventilator and found a relevant alert code that confirm the reported event of ventilator powered off. Sp also found an alert code related to the battery issue. Sp found battery not charging and confirmed bad battery. Sp replaced the battery to address the ¿internal battery issue¿ alert. Sp also found power cord retainer clip loose as a secondary finding and properly tightened the power cord retainer clip. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. For the reported event of ventilator shutdown, from the logs provided and reviewed, it was confirmed while connected to wall/ac power, there was a temporary loss of followed by a resumption of ventilation. The logs indicated the loss of ventilation was caused by a total loss of power with no indication of a ventilator malfunction. There was no indication of 'no alarms' event in the logs. With the information made available, a likely cause of ventilator shutdown could not be determined. An internal was opened to address this issue. The cause for the 'internal battery issue' was determined to be the component issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.